Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse observed that the integrated multisensor technology (imt) pump tubing (x2) was pinched under the tower, obstructing the flow. The cse verified all the other tubings and flow, primed the imt, checked the pump rate, replaced a sensor, and ran an imt condition and dilution check. Then, the cse ran 9 patient samples multiple times, resulting acceptably. The cse observed that the quality controls recovered within expected ranges. The cause of the discordant, falsely elevated potassium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The same sample was rerun on the same instrument and an alternate instrument, resulting lower. The repeat result, obtained on the initial instrument, was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.